Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes <250 ohms atrial lead impedance, no sensing, no capture and a telemetry anomaly. When the leads tested normal via analyzer and programmer, the pulse generator was replaced.